Manufacturer narrative:
A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Follow-up confirmed that the backfill occurred during recirculation and was only noticed after treatment. Additionally, the line was clamped during treatment. No blood was backing up into the bag. There was no blood loss. The drain line length and height were within specifications and quick disconnects were used on the drain line. There was no patient adverse effect and no medical intervention required as a result of this incident.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The res indicated that the air separator board was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. The investigation into the cause of the reported problem was able to confirm the failure mode.

Event description:
A fresenius regional equipment specialist (res) was called onsite to repair a 2008t hemodialysis (hd) machine that had saline bag backfilled with a patient connected to the machine. It was noted that the saline bag was inflated at the end of hd therapy while the patient¿s blood was being rinsed back. There was no harm or adverse event reported. The res replaced the air separator board to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.